Event description:
It was reported that the patient had leg pain and spasms following their trial procedure. The investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken and the leads were removed.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000156268.